Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter.

Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clips devices were used during a procedure performed on (B)(6) 2025. During the procedure, an echo endoscopy procedure was performed using two clips. However, both clips did not deploy properly. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.